Event description:
It was reported that this lead was unable to be placed on the left bundle branch. The lead presented high capture thresholds and high impedance measurements within normal range. Another lead was successfully implanted. No additional adverse patient effects were reported.